Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed that the device was in hardware related backup operation. High voltage therapy was disabled during backup. The device was successfully restored with reinstallation of firmware. The patient was stable.